Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block e1 (initial reporter facility name): (B)(6) hospital (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an esophageal endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2026. During the procedure, the wound was closed using a clip, and the slider was pulled backward to tighten it; however, the clip could not be deployed or detached. After several attempts to open and close the clip, the clip head eventually detached. The physician then retrieved the clip from the patient using foreign body forceps. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.